Event description:
Complainant alleged that the staff of the intensive care unit was preparing to cardiovert a 90 y/o female pt who was in a deteriorating condition. The staff connected the pt to the pads, and were monitoring the pt on the device as they awaited for the physician to begin the cardioversion. The unit then lost its screen display, and just showed a green dot in the center of the screen. The staff was able to obtain another device to successfully cardiovert the pt. There was no adverse effect on the pt as a result of the alleged malfunction.